Manufacturer narrative:
This report is submitted on july 25, 2019, by cochlear ltd.

Event description:
It was reported that recipient's baha phone clip allegedly melted while charging. Cochlear has requested the phone clip to be retrieved for an evaluation.